Event description:
It was reported that in attempting to perform a distraction the percutaneous screw case, one of the mantis redux screw extension tabs broke off sub cutaneously.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: functional inspection; device history review; results: the mantis redux reduction screw 7.5x50mm was confirmed to be broken by the sales representative report. The reported event was a premature breakage of the extension tab on the redux screw. These tabs are normally broken off at the end of the procedure in order to achieve a low profile design. If they break off prior to completing the surgery it may make it difficult to connect to the screw and manipulate the construct for completion of the surgery. The broken tab was disposed of at the hospital. The product was not returned because the screw remains implanted in the patient. Therefore no lot# was provided and no device inspection could be performed. No anomalies were found in the manufacturing records that would have contributed to the reported event. Conclusion: the cause of the breakage is unknown; however, based on the provided information the following causes are possible: previous damage to the tab resulting in reported loosening of blades and compromised integrity of the extension tab (shipping, handling, misuse). Misalignment/improper seating of the distractor shaft and hinge resulting in off-axis loading/ poor mechanical connection. Inadvertent loading of the blade during surgical procedure weakening the screw-head tabs.

Event description:
It was reported that in attempting to perform a distraction the percutaneous screw case, one of the mantis redux screw extension tabs broke off subcutaneously.